Event description:
It was reported that after completing a breast biopsy procedure, the post mammogram images showed that there was a piece of metal in the biopsy site. The metal on the end of the tissue marker introducer was missing. The pt was sent home under normal post biopsy instruction.

Manufacturer narrative:
Date sent: 08/29/2007. Information anticipated, but unavailable at this time.